Manufacturer narrative:
(B)(6).

Event description:
(B)(6) study. It was reported that complete heart block and left bundle branch block occurred. Prior to the index procedure, heparin or other anticoagulant were not given. The subject was on a prior regimen of aspirin and other anti-platelet medication at the time of index procedure. The subject did not receive loading doses of antiplatelet medications. A lotus introducer was placed, and the aortic valve was treated with balloon aortic valvuloplasty (bav) and subsequent deployment of a 27 mm lotus edge valve. There was correct positioning of a single prosthetic heart valve into the proper anatomical location without the need for repositioning. On the same day, post index procedure, the subject developed complete heart block and left bundle branch block. Of note, no new conduction disturbance was noted post bav. Hospitalization was prolonged for further evaluation and treatment. No diagnostic test or procedure was performed to confirm the event. At the time of reporting, the event was considered recovering. Five (5) days post index procedure, the subject was diagnosed with a conduction disturbance. A new pacemaker implantation was recommended and a new pacemaker was implanted successfully. On the same day the event was considered resolved.